Event description:
Per the provided medical records, the following was reported: an x-ray from (B)(6) 2004 noted approximately 1mm of anterolisthesis of l5 on s1 (grade 1) and a suggestion of pars defect. An MRI from (B)(6) 2004 was completed due to low back pain with numbness in the left leg. Impression noted: grade1 spondylolisthesis, l5 on s1 with bilateral foraminal stenosis, left greater than right and multilevel mild bulges and disc desiccation. On (B)(6) 2004, the patient was seen and was noted with anterolisthesis of l5 on l4 and s1 with low back pain and bilateral left greater than right sciatic pain. The patient was noted to be a construction worker that spreads gravel with persistent left sciatica and tingling in the left toes, which has been progressing. The patient was noted to have suffered for ¿probably twenty years¿. The patient has had previous chiropractic care and epidural cortisone injections in the early 1980s. On (B)(6) 2005, the patient arrived at the emergency room complaining of acute low back pain with pain and paresthesias radiating down his left leg. Review of a 2004 MRI noted l5-s1 spondylolisthesis and neural foraminal narrowing. On (B)(6) 2005, the patient was seen. The physician noted that (pt.) Previously saw this patient (B)(6) 2004 for consultation. Since that visit, the patient has been considered a workman¿s comp related injury and was given a date of injury of (B)(6) 2005 which is a cumulative injury date. During this visit, the physician note that the patient had l5 spondylolisthesis on l4 and s1, severe bilateral l5 nerve root compression, bilateral sciatica with severe low back and bilateral leg pain. The patient was noted to be temporarily disabled. On (B)(6) 2005, the patient underwent an epidural steroid injection for left leg pain and spondylolisthesis. On (B)(6) 2005, the patient arrived and was noted to have continuing l5-s1 spondylolisthesis and l4-5 retrolisthesis symptoms with ongoing back and bilateral leg pain. Lumbar reconstructive surgery was scheduled. On (B)(6) 2005, the patient was admitted for lumbar spinal stenosis following a work-related accident on (B)(6) 2005. Pre-operative exam noted a somewhat deconditioned patient with a tender back, limited range of motion of back, a palpable step off at the lumbosacral junction; MRI revealed ¿trapping of the nerve roots at l5, greater left than right¿. (Pt.) Underwent a 2-level lumbar interbody fusion, pedicle screw fixation, and bone grafting. Procedure included: open reduction and internal fixation l4-5, l5-s1 spondylolisthesis with bilateral l4-5 and l5-a1 decompressive laminectomy followed by l4-5 and l5-s1 posterior lumbar interbody fusion and posterolateral fusion using a cage, local milled bone, bmp, and titanium hardware. Bmp was placed in the plif and plf. Post-operative x-ray noted ¿spondylolisthesis of l5 on s1 with anterior displacement of approximately 9mm¿. On (B)(6) 2005, the patient complained of numbness on the proximal lateral right thigh and scored a 1-2/10 for pain noted on the right lumbosacral area. (Pt.) Was discharged on (B)(6) 2005 with the diagnosis of status post lumbar decompression, infusion for spondylolisthesis with the medication for pain, a walker, and instructions for light activity. On (B)(6) 2005, the patient returned to office and was noted as ¿doing extremely well¿. Medication was prescribed for muscle spasms and the patient was referred to physical therapy and remained on temporary disability. On (B)(6) 2005, the patient returned and was noted as ¿doing well¿ with some continued ¿numbness in the right leg with prolonged standing¿. On (B)(6) 2006, the patient returned to the office and was noted as ¿doing well¿ with ¿occasional numbness in the right anterior thigh and some pain or numbness in the left foot¿. The physician recommended continued rehabilitation and increased activity. The patient remained on temporary disability. On (B)(6) 2006, an x-ray was performed and noted grade I spondylolisthesis of l5 on s1 and on the frontal projection, the ¿disc allografts appear to have an unusually vertical orientation, although they appear[ed] to be horizontal on the lateral views¿. On (B)(6) 2006, the patient returned to office and was noted as ¿doing well¿ with ¿progressively diminishing back and bilateral leg pain and numbness and increasing function¿. (Pt.) Was also noted to remain ¿neurologically intact, other than subjective numbness in the lateral thighs and x-rays revealed solid fixation, l4-s1¿. The physician recommended 2 more months of temporary disability and probable permanent and stationary status in may. On (B)(6) 2006, the patient returned to office and was noted as ¿doing well¿ with ¿some residual soreness in the right flank¿. On (B)(6) 2006, the patient returned to office and was noted as ¿generally doing well.¿ it was noted that the patient did have several hours of pain one day the week prior, but otherwise functioning well. The physician recommended that the patient ¿is permanent and stationary and that (pt.) Has basically reached maximal medical improvement¿. On (B)(6) 2006, the patient returned to office and was noted as ¿doing well¿ and ¿permanent and stationary regarding low back injury and running a stable course¿. On (B)(6) 2007 a claim for disability insurance benefits was made. It noted the patient has been incapable of performing customary work as of (B)(6) 2005 and that the patient will not be released to customary work as (pt.) Is permanent and stationary as of (B)(6) 2006 for lumbar spinal stenosis. Findings included that the ¿patient has low back pain and left greater than right sciatic pain as of (pt.) Initial consultation on (B)(6) 2005. After surgery, his back pain and bilateral leg pain has progressively diminished. However, (pt.) Will not return to usual and customary occupation of spreading gravel.¿ a question on the form asks the physician ¿based on your examination of patient, is this disability the result of ¿occupation¿. The yes box was indicated. On (B)(6) 2007, the patient returned to office and was noted as ¿doing well¿ with ¿some residual soreness in the right flank¿. It was additionally reported ¿migration/loose hardware (B)(6) 2006. (B)(6) 2006: x-ray: disc allografts appear to have unusually vertical orientation.¿ the reviewer noted the orientation comment in the above summary, but is unable to verify if there has been migration/loose hardware in the records provided.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.